Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior the reporting date. Reviewing risk analysis it can be concluded that no serious deterioration in state of health or death can be caused by the loss of vacuum. The root cause could not be identified conclusively. Potential contributing factors to the suction release may be movement of the patient, improper docking or too much fluid on the eye. A possible root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A doctor reported suction loss during the cutting portion of a corneal flap procedure on a patient's right eye. The surgeon chose to restart the entire procedure from the beginning. Everything went well with second time. It is possible that the patient closed their eye very strongly which applied a large force to the suction ring causing a loss. Upon follow up, surgery was restarted two minutes after the first intervention. The suction release does not come from a pump failure because it was active during the intervention (active light indicator and normal sound level). The procedure was canceled by the operator. The patient interface does not seem to be involved because the suction has held on a large part of the intervention (97%).